Manufacturer narrative:
Additional information (12-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. The event was indicative of short aspiration of the affected patient sample. No process errors were observed around the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and performed maintenance procedures as part of normal troubleshooting for issues of this nature. Quality control results were within the customer's expected ranges. The dimension vista 500 system and the vancomycin assay were performing acceptably. Repeat of the same sample yielded the expected results. A potential product issue was not identified. The cause of the event is unknown. The system is fully functional. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00278 was filed on 21-oct-2022.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on the same dimension vista 500 system and on an alternate dimension vista 500 system. Higher vanc results, considered correct, were obtained. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) result.